Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit and environmental monitoring reports were reviewed for issues relating to sterility of the product. The sensor component has no impact on product sterility and therefore, sensor components dhrs (device history review) were not reviewed. Sensor kit dhrs have been reviewed to assess the manufacturing process, which includes the application of the adhesive to the puck. The dhrs for all libre sensor kits within expiration at the time of complaint were reviewed and showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Abbott diabetes care received notice of a (B)(6) user report submitted by a doctor on behalf of an adc freestyle libre customer. It was reported that a customer experienced a skin allergy while wearing the sensor, with an observed adverse effect of "skin alteration with unbearable itching under the freestyle libre sensor" and symptoms of reddening, itching, and pain. The patient was treated with a cortisone ointment ("linola h"), which had been previously prescribed for an unrelated issue. The hcp further noted that the patient's skin was reacting to the plastic sensor case and use of the product was discontinued. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received notice of a bfarm user report submitted by a doctor on behalf of an adc freestyle libre customer. It was reported that a customer experienced a skin allergy while wearing the sensor, with an observed adverse effect of "skin alteration with unbearable itching under the freestyle libre sensor" and symptoms of reddening, itching, and pain. The patient was treated with a cortisone ointment ("linola h"), which had been previously prescribed for an unrelated issue. The hcp further noted that the patient's skin was reacting to the plastic sensor case and use of the product was discontinued. There was no report of death or permanent injury associated with this event.